Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The nurse reported via phone call that the customer was hospitalized on (B)(6) 2015 for high blood glucose. The caller stated the customer was admitted with diabetic ketoacidosis. The customer's blood glucose was unknown at the time of admission. It was found the customer was vomiting uncontrollably from their blood glucose. Troubleshooting found the customer had an air bubble, about a quarter of an inch long in the tubing length. It was also found the insulin pump passed a high pressure test during troubleshooting. The caller also reported the cannula was bent when the infusion set was removed from the customer's body. The insulin pump will not be returned for analysis.